Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a tip separation occurred. The 60% stenosed lesion was located in a left anterior descending (lad) artery and one if its side branches. A guide wire was placed in the diagonal artery and the iq guide wire was placed in a side branch of the diagonal artery. An unspecified balloon catheter was advanced without resistance for poba of the side-branch lesion. Upon withdrawal of the iq guide wire, resistance was encountered and approx. 2mm of the distal tip of guide wire detached. The physician made no attempt to retrieve the detached portion of the device and no further intervention was required. Upon inspection of the remaining guide wire, the physician noted that the guide wire's coiling had ripped off. The pt's status is reported as "no problems".